Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: it was reported that during inspection of products at an international distribution center, the packaging of four roadrunner the firm lt hydrophilic wire guide's were found to be broken. There was no patient involvement. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint devices and customer provided photos were also conducted. The complaint devices were returned to cook for investigation. The devices showed signs of packaging damage, and the clear film appears to be punctured. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies on the complaint lot. A review of complaint history found no additional complaints for the final lot. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the returned device, customer provided photos, complaint file, dmr, and DHR suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded transport/storage contributed to this incident. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during inspection of products at an international distribution center, the packaging of four roadrunner the firm lt hydrophilic wire guide's were found to be broken. There was no patient involvement.

Manufacturer narrative:
E1 phone: (B)(6) h3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.